Event description:
It was reported via legal documentation that approximately 30 months after a right total knee replacement procedure, the patient has experienced loosening and pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
025378 02-029-99-1001 - fluted headless pin 3.0"" square head, pk2 025379 02-029-99-1002 - threaded head pin 2.3"" square head, pk2 6660252 201-78-15 - holding pin mini sharp point 4 pk 6964828 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 6982424 200-07-29 - advanced patella 29m 3 peg implant 7008947 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t the product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-03351 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, d6b, h6 (type of investigation). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.